Event description:
It was reported that patient requested vns explant due to feeling shocked in the neck by the device. Vns was explanted. X-rays were received and reviewed. The visible portion of the lead was assessed and it appeared to be very twisted above the generator. This appearance indicates likely patient manipulation and is the likely cause of the painful stimulation. Based on the twisted appearance of the lead, the painful stimulation was not caused by a generator malfunction but by patient manipulation or some other external force. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.